Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that an adaptor was attempted but not used during implant. The physician noted that the patient had a left side system being moved to their abdomen. The patient's right ventricular (rv) lead coil impedance was high through the adaptor. The lead was tested upon replacement of the adaptor and the impedance levels were normal. The adaptor was explanted and replaced. No patient complications have been reported as a result of this event.